Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, "there was a loud pop then smoke coming from the unit" saw on the subject device. The issue occurred during inspection for use. There were no reports of patients¿ harm. No harm reported due to the event. In addition, per the report, the biomed swapped out the unit and opened in the shop. Biomed was unable to find any internal damage. Device was recommended to send for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: it was found debris inside the socket air tubing. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the smoke coming off the device could be due to overall degradation of the device and the debris accumulation at the socket air tubing, not able to establish a direct cause to the event due to not being reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported " there was a loud pop then smoke coming from the unit " saw on the subject device. The issue occurred during inspection for use. There were no reports of patients¿ harm. No harm reported due to the event. In addition, per the report, the biomed swapped out the unit and opened in the shop. Biomed was unable to find any internal damage. Device was recommended to send for evaluation.